Event description:
It was reported that the patient will have an procedure on (B)(6) 2020 to explant an artificial urinary sphincter(aus) pump due to erosion at the pump.

Event description:
It was reported that the patient will have an procedure on (B)(6) 2020 to explant an artificial urinary sphincter(aus) pump due to erosion at the pump.

Manufacturer narrative:
Additional information received that the entire device was explanted.